Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 348mg/dl. Multiple infusion set changes were performed and the customer's bg level continued to elevate. A manual injection was delivered to address the bg level.